Event description:
The problem was originally reported as: "damage to the catheter at 6cm from proximal end". Analysis of the returned catheter revealed a rupture site at 6cm from the proximal end. Add'l info requested revealed that the catheter ruptured during contrast media infusion at 400psi.